Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. D2b: additional pro code selection that applies to the indication of this device - <qrb>.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received indicating that the scs implantable pulse generator (ipg) was replaced due to charging difficulties. The patient reported discontinuing use of the device after experiencing limited pain relief with paresthesia-based programming. Over time, the stimulator remained inactive, and charging had not been attempted since approximately 2015. This resulted in an extended period (estimated at ten years) without device use. The device was retained per hospital policy and will not be returned for analysis. Electrocautery was used during the procedure. Postoperatively, the patient transitioned to a non-paresthesia-based program and was doing well.

Manufacturer narrative:
B3: estimated based on gfe response from sales representative. D2b: additional pro code selection that applies to the indication of this device - <qrb>.